Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be a transmitter failed error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tx stopped working occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of tx stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.